Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the proximal lcx was treated with predilation and placement of a 3.0 x 28 mm liberte veriflex bare metal and not the 3.0x28mm taxus liberte stent initially reported which is now corrected.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, myocardial infarction and stent thrombosis occurred. During the index procedure, the 90% stenosed target lesion located in the proximal left circumflex (lcx) was 28mm long with a reference vessel diameter of 3.0mm. Predilation was performed with the placement of a 3.0x38mm study stent. Post-dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2009, the patient was admitted with chest pain and non specific st elevation wave changes were revealed by the electrocardiogram (ECG). The cardiac enzymes were also elevated (consistent with protocol definition of myocardial infarction). A cardiac catheterization was recommended. The coronary angiography revealed 100% stenosis in the mid left anterior descending (lad), 50% stenosis in the distal lad, 100% stenosis in the 1st diagonal and 90% stenosis in the 2nd diagonal. A 100% stenosis was also revealed in the right coronary artery (rca) and 100% stenosis in the 1st obtuse marginal (om) located in the lcx. The proximal lcx was treated with fetch thrombectomy. Predilation was performed with the placement of a 3.0x28mm taxus liberte stent. Residual stenosis was 0%. Two days later patient elected to leave the hospital against medical advice. Upon leaving, it is noted that the patient took the clopidogrel prescription.